Event description:
A discordant low sodium (na) result was obtained on a dimension rxl max instrument for one patient. The discordant na result was not reported to the physician. The sample was repeated and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and proactively replaced the integrated multi-sensor technology (imt) mono pump. Further evaluation determined the cause of the discordant sodium result was due to a sample issue. The customer was using a swinging bucket centrifuge and spinning for 11 minutes versus the tube vendor recommended 10 minutes. Siemens recommended the customer follow the tube manufacturer's recommendations for proper centrifugation times and speed. The instrument is performing within specifications. Further evaluation of the device is not required.